Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm were unable or difficult to aspirate. The following information was provided by the initial reporter :  the consumer reported being unable to draw insulin into syringe. Date of event : (B)(6). Samples : available.

Event description:
It was reported that 3 syringe 0.5ml 31ga 8mm were unable or difficult to aspirate. The following information was provided by the initial reporter: the consumer reported being unable to draw insulin into syringe. Date of event: unknown. Samples: available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch # 0258242. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.